Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 day. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details.

Manufacturer narrative:
Eval code = device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued efforts are being made to obtain additional information regarding this case. A supplemental MDR will be submitted if any new information is received.

Manufacturer narrative:
(B)(4).based on the operative report received on (B)(4) 2012, per the pre-operative diagnoses, the patient had postoperative hemorrhage and cardiac tamponade status post aortic valve replacement, mitral valve replacement and coronary artery bypass. On the morning of (B)(6) 2012, the patient underwent an aortic valve replacement, a mitral valve replacement and a coronary artery bypass. Her operation was uneventful that morning finishing at midday. She was taken upstairs relatively hemodynamically stable and in guarded, but satisfactory condition. However, about mid afternoon she had sudden spike in her blood pressure. This was followed shortly thereafter by a dump from her mediastinal chest tubes of approximately 700ml which then stopped and she remained fairly stable. She was monitored very carefully in the coronary care unit throughout the day and then in the mid evening, she once again had a sudden large dump from her chest tubes which this time persisted and was accompanied by hypotension and an elevated in her filling pressures. On the late evening of (B)(6) 2012, she was emergently taken to the operating room. The patient was quickly placed on cardiopulmonary bypass. There was no active bleeding, but it was apparent that there was a large hematoma around the back of the heart. We placed a wire wound sump drain in the left atrium and from the atrial side everything looked fine, but we knew that there was likely an atrioventricular disruption. Therefore, we removed the mitral valve very carefully cutting all the old stitches and removing the subject valve. At this point, they very carefully looked at the atrioventricular area and looking at her mitral valve very carefully, there was a small perforation or hole going straight posteriorly through the ventricle out into the epicardial fat. She did have quite a bit of mitral annular calcification and we carefully debrided the annulus somewhat and this was actually an area between two residual bars of calcium which left in place. The area was repaired and a 25mm edwards valve was seated satisfactorily. After the valve was seated, the atrium was again closed very carefully with running prolene. We reinstituted ventilation and after allowing the heart to recover we carefully and gently weaned her from cardiopulmonary bypass without difficulty, although she was somewhat volume dependent. We transported her back to the coronary care unit, intubated, sedated on the balloon pump, in guarded condition. The patient was seen on (B)(6) 2012 and was stable for discharge. No further actions are possible with the available information. Corrected data: approximate age of device, lot number, serial number and expiration date, device manufacture date.